Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
After additional review, it was determined (reviewed in logs) that the pump ran out of drug 9 days prior to the patient being seen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer via crts (customer response tracking system) regarding a (B)(6) male patient receiving gablofen (2000 mcg/ml, 500 mcg/day). The indication for use was noted as multiple sclerosis and intractable spasticity. The healthcare provider (hcp) reportedly did "flouro" on the system and everything looked fine. The consumer never heard the pump alarm after the missed refill. The patient started itching, turned red, had elevated blood pressure ("250/128" was mentioned), diaphoresis, tachycardia, and started spasming. After the issue the patient did not remember anything but the itching. The "baclofen" dose was reportedly increased after this episode.

Event description:
It was reported the patient missed a refill scheduled for (B)(6) 2015 and withdrawal symptoms occurred 8 days later. The patient's symptoms were described as being very itchy then withdrawal progressing quickly. The patient went to the emergency room and was "not doing well". The pump logs were read and were normal. The patient was refilled with 40 ml of gablofen (2000 mcg/ml). The patient was given a 50mcg bolus and their withdrawal symptoms began to subside 23 minutes later. The pump was programmed to 500 mcg/day on simple continuous mode. The patient was discharged and went home "hours after bolus was given".

Manufacturer narrative:
(B)(4).